Event description:
It was reported that after a plate implantation, when the patient was exercising at home, he suddenly had a tear in his right thigh with pain and limited mobility. The patient was re-admitted to the hospital and revision surgery was performed.

Manufacturer narrative:
The associated complaint device was not returned. Per the photo provided, the implant did fracture into two pieces. A clinical evaluation was conducted and no clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed. Should relevant documentation become available, the medical assessment task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.